Manufacturer narrative:
Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Additionally, as part of the manufacturing process, the units go through balloon and winding inspection process.

Event description:
As reported, during use in patient with this fogarty thru-lumen catheter, the balloon burst. The issue was found after removing the catheter from the vessel, as during the procedure the handling felt okay. Before use in patient, the catheter was checked and it was normal. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The fogarty catheter involved in this case was received by our product evaluation laboratory for a full evaluation. As received, the balloon was found to be ruptured at the central area. The edges of latex did not appear to match up. Both balloon windings were intact. Through lumen was occluded with clotted blood and it was not able to remove the blood with warm water and stylet wire. No other visible damage was observed from catheter body. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.